Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, 6 tubes arrived without the gel separator. No patient impact reported. There was no redraw or exposure to blood. The following information was provided by the initial reporter: "customer is reporting defective gold top tubes item 367983, lot # 3075190-2024-03-31. Customer states that some tubes came without the gel separator. Per customer, three patients were drawn with tubes that didn¿t have gel but they were able to use the blood. The gel was completely missing from the tubes. No redraw or exposure to blood it was approximately 6 tubes from the same tray and they were tossed."

Manufacturer narrative:
H.6. Investigation summary: no customer samples/photos were received for evaluation. Therefore, 30 retain samples were subjected to a visual inspection for missing separator. No issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for missing separator. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, 6 tubes arrived without the gel separator. No patient impact reported. There was no redraw or exposure to blood. The following information was provided by the initial reporter: "customer is reporting defective gold top tubes item 367983, lot # 3075190-2024-03-31. Customer states that some tubes came without the gel separator. Per customer, three patients were drawn with tubes that didn¿t have gel but they were able to use the blood. The gel was completely missing from the tubes. No redraw or exposure to blood it was approximately 6 tubes from the same tray and they were tossed."